Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 70-120mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 49mg/dl and 52mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 47, 58, 61, 54.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor fill.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 70mg/dl-120mg/dl fasting. Verified the strips expire 1/31/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 49mg/dl and 52mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: 47, 58, 61, 54.